Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-03691. It was reported that the patient was experiencing uncomfortable stimulation and stated the stimulation made their neuropathy worse. Reprogramming was attempted with no success. In turn, the system was explanted in (B)(6) 2015 (exact date unknown).